Event description:
It was reported by the sales rep that at the conclusion of surgery, the md experienced difficulty in deflating the balloon of the intraclude aortic cannulae after the pump run. They believed it may have been due to kinking. They also noted that the aortic root pressures were high. No patient injury was reported. The md was able to trouble shoot the kink and deflate the device balloon.

Manufacturer narrative:
The catheter was visually inspected and a kink was found just below the trifurcation of the catheter. Between the 75 cm and 80 cm marker bands the catheter had buckled. The balloon was inflated with 35 cc of water as indicated in the IFU. The balloon inflated properly and was able to maintained inflation for over two hours with no defects observed. The balloon was able to deflate per instruction in the IFU. The eccentricity of the balloon was found to be acceptable. Since the lot number of the device used was unknown a device history review could not be performed. Multiple kinks were found on the device during product evaluation. It is possible that due to the kink in the shaft the flow through the balloon lumen decreased casing difficulty in deflation of the balloon. This complaint could not be traced to a manufacturing or design related issue; therefore, a product risk assessment pra will not be initiated and a CAPA will not be initiated. He information gathered in this customer experience report will be included in trend data and future CAPA determinations. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigations will be performed.

Manufacturer narrative:
Device evaluation anticipated upon return of the product for evaluation.